Manufacturer narrative:
The reported device was not returned to the manufacturing plant for evaluation. Evaluation into the device manufacturing records do not show any non-conformances or trend that would show a temporal association between the device and the reported event. A supplemental report will be submitted up receipt of new and relevant information.

Event description:
Medwatch mw5098536 was forwarded to anika therapeutics by the FDA. The patient reported that during a monovisc injection, the patient experienced pressure and pain. Patient continued experiencing pain weeks after the injection. The patient returned back to the physician and received an MRI which showed that the patient had a stress fracture in the right knee. No additional information was provided to the manufacturer.

Manufacturer narrative:
The reported event is not confirmed. The manufacturer solicited additional information. The reported device was not returned to the manufacturing plant for evaluation. The lot number was not provided. Evaluation into the device records do not show any previously reported events or trend that would show a temporal association between the device and the reported event. The manufacturer will track and monitor the reported event. A supplemental report will be submitted up receipt of new and relevant information.

Event description:
See h10 for additional information.